Event description:
It was reported that prior to use the power cable couldn't return to the cardiosave intra-aortic balloon pump (iabp) because it got stuck inside. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and confirmed that power cable can¿t return back to unit. The fse repaired for power cable assembly. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
N/a.